Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2007, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 14 years, 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
(B)(4).